Event description:
It was reported that dislodgement of the right ventricular (rv) lead led to oversensing and the delivery of inappropriate high voltage therapy. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Additional information: the reported events were dislodgement, inappropriate high voltage therapy, and p wave oversensing. A complete lead was returned for analysis. As received, the helix was retracted and could not be extended due to the inner coil over-torqued at the connector region and blood/tissue in the helix housing and on the inner coil. The lead was cut to test the helix mechanism. After cleaning, and by applying direct torque to the coil the helix could be extended and retracted. The helix extension length was measured within product specification. The reported events of inappropriate high voltage therapy, and p wave oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage found is consistent with procedural damage.